Manufacturer narrative:
The event occurred in (B)(6).while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Display segements/pixel defective. No adverse event reported.a request was made for the return of the device.